Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. The event occurred while meshing of a previously recovered cadaver. No patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
The following sections were updated/corrected: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the roller gear and shoulder bolts were damaged. The calibration was out of specifications but still produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(6) and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included recalibration of the device as well as replacing the roller gear and shoulder bolts. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Notification number 300172382 dated 5/22/2019. The reported event cannot be confirmed because the device produced a passing test cut upon product evaluation. The root cause of the reported event cannot be specifically determined with the provided information because the device produced a passing test cut upon product evaluation. It was found that both of the cutters were damaged which may have contributed to the reported event but it is unknown with the information provided. The device was noted to be functioning as intended after the unit was recalibrated and the roller gear and shoulder bolts were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.